Event description:
It was reported that the monitor failed to generate an alarm on (B)(6) 2021 between 08:30 pm and 09:40 pm.the device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported their intellivue mp20 patient monitor failed to generate an alarm on (B)(6) 2021 between 08:30 pm and 09:40 pm. The device was in use on a patient. There was no report of patient or user harm.